Manufacturer narrative:
Reported event: an event regarding intraoperative fracture involving an accolade rasp was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "event confirmation: a primary total hip can be confirmed and was performed in 2016 with placement of a cobalt chrome head and tmzf stem and a dall-miles cable for a small fracture. A revision hip arthroplasty can be confirmed in 2021. Increased metal levels can be confirmed as reported in the operative note, laboratory results were not provided in a report. Metal response can be confirmed. Device fall and injury cannot be confirmed. Root cause: the root cause of the primary hip arthroplasty was osteoarthritis. The root cause of the revision was pain and a reported metal response. The cause of the mental response was reported to be trunnionosis but contribution from the dall-miles cable cannot be excluded. The root cause of the increased metal levels was likely a trunnion response." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that an intraoperative fracture of the femur occurred during broaching. The event was confirmed via clinician review of the provided medical records: "a primary total hip can be confirmed and was performed in 2016 with placement of a cobalt chrome head and tmz f stem and a dall-miles cable for a small fracture." The root cause could not be determined from the information provided. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The primary operative report received for the patient's subsequent revision indicated that an intraoperative fracture of the bone occurred during broaching for an accolade stem: "as the 3.5 broach was being finally seated, there was noted to be a fracture developing at the most proximal portion of the neck. The broach was fully seated and the fracture line was followed and did not propagate below the level of the superior aspect of the lesser trochanter. The broach was removed and a dall-miles cable was placed in the usual fashion just above the level of the lesser trochanter."

Event description:
The primary operative report received for the patient's subsequent revision indicated that an intraoperative fracture of the bone occurred during broaching for an accolade stem: "as the 3.5 broach was being finally seated, there was noted to be a fracture developing at the most proximal portion of the neck. The broach was fully seated and the fracture line was followed and did not propagate below the level of the superior aspect of the lesser trochanter. The broach was removed and a dall-miles cable was placed in the usual fashion just above the level of the lesser trochanter."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : device not returned.